Event description:
It was reported that during a lar, the device could not coagulate. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. Complaint information is trended on a regular basis to determine if further investigation is warranted.